Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for investigation. Hypotenstion: the cause of the injury was not determined due to insufficient clinical details. Hematoma/asae: the cause of the hematoma was most likely use related, as clinical details state the cause of the hematoma was the antegrade access wire from the fem fem bypass rather than the impella. Pump suction: the cause of the suction was most likely due to the patients condition, as the patient was hypotensive and bleeding at the time of suction, which can be seen by the trend down the placement signal during the suction events. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The complainant from the united states reported an incident involving a continuous pump (cp) that was utilized for a patient admitted with a st-elevation myocardial infarction (stemi). The cp was implanted following the placement of a femoral-femoral bypass due to existing peripheral vascular disease. After the pump was implanted, a hematoma developed at the site. The clinical team monitored the hematoma as it increased in size and administered one unit of blood along with a fluid bolus, as the patient exhibited hypotension and experienced pump suction alarms. The cp was explanted after three hours, and the site was subsequently treated with a covered stent. The team later determined that the vessel damage and associated blood loss might have resulted from the femoral-femoral bypass placement rather than the use of the pump.